Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort at the implantable pulse generator (ipg) site. In the physician's opinion, significant weight loss resulted in the ipg becoming more superficial while sitting, leading to the reported discomfort. The patient subsequently underwent a revision procedure during which the ipg was removed and replaced at an appropriate depth. The removed ipg was retained by the facility. The patients scs was reprogrammed, and the patient recovered well postoperatively.